Event description:
It was reported that during the treatment of a mildly tortuous common carotid artery, an emboshield nav6 embolic protection system was deployed. The vessel was pre-dilated with a rx trek 3.0x15mm. A xact tapered stent 8-6x40mm was deployed to treat the artery. After post-dilatation with a viatrac 14 plus 5.0x20mm balloon dilatation catheter, the emboshield nav 6 was retrieved. Upon removal of the emboshield nav 6, the filter basket was checked for debris and it was found that the filter basket membrane was torn. A contrast run was performed to check the carotid artery for debris. No debris or abnormality was found. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported tear in the filter was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant product: stent: xact tapered 8-6 x40mm. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.